Event description:
Suture broke while tying. There were no reported adverse consequences to the patient. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.